Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While servicing architect c16000 processing module, serial number (B)(4), the field service engineer (fse) pricked his thumb with the cuvette washer probe. The injury was not extensive, but did bleed. The fsr went to the emergency room where it was decided that prophylactic treatment would be administered. The fse will receive 3 pills for 3 days (specific medication name/dose not provided). The fse saw a physician on (B)(6) 2021. No further treatment was prescribed. Blood testing will be performed in (B)(6) and (B)(6). The fse stated that he is feeling well after the incident.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f27. Component code: g03001. D8. Was this device serviced by a third party? No. While on site troubleshooting previous issues with the cuvette washer, the abbott field service representative (fsr) observed that the cuvette washer drying tip was damaged and required replacement. The fsr indicated that the new drying tip required additional force to slide the part on to the cuvette drying nozzle. As a result, the drying tip broke, the fsr¿s hand continued moving forward, and his thumb was punctured by the same cuvette drying nozzle. The fsr stated he was wearing appropriate ppe (including gloves) while following replacement procedure r6.13 (cuvette drying tip) from the architect c16000 service and support manual. The instrument service history review revealed zero additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.